Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect lemo connector was evaluated, cleaned and reseated. The gib (generator interface) battery was also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system experienced an immediate loss of system functionality and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.